Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant product: product ID: neu_stylet_acc, product type: accessory. (B)(4). No device analysis of the trial lead was performed; the device met risk based criteria. The returned lead was tested with a known good screening cable. The screening cable was connected to an external neurostimulator, while the lead distal end was placed in a 0.9% saline solution. Using clincian programmer, impedances were measured. Normal impedances were measured on all circuits and electrode pair combinations. Final analysis of the stylet revealed no significant anomaly and that the stylet was bent.

Event description:
Follow up information reported that the issue was when a replacement lead was used. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis of the lead (lot no. Va08q2p) found no anomaly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the trial lead was unable to provide stimulation. It was noted the lead was not implanted and there were no patient symptoms or injuries related to this event. It was further noted the patient status at the time of this report was alive with no injury or adverse event.